Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2xvyq); product type: 0200-lead; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that last night the patient got up to get off of the couch, and when they turned over, they hit the hard part of the sofa. The patient said that about 5 inches below their butt cheek, it felt like a pin was sticking in there, and the patient is afraid that maybe one of the leads has come loose. The caller said that the patient has not had any falls. Patient service specialists reviewed options to decrease stimulation or turn the implant off to see if that made a difference. The caller is directed to follow up with hcp if the issue does not resolve. The caller stated they called the hcp office first and were directed to call mdt.